Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During a review of the patient's log file, 2 no external power alarms were noted while changing power sources from battery power to power module. No further information was reported.

Manufacturer narrative:
Section d4 & h4: device serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The submitted log file contained approximately 10 days of data ((B)(6) 2020 per the timestamp). The log file captured no external power alarms on (B)(6) 2020 at 14:53:08 and at 21:34:23 due to both system controller power cables being disconnected from 14v batteries. The alarms resolved when the controller was reconnected to a 14v battery. The system controller backup battery supplied power to the system without issue during the losses of external power. The alarms did not affect the controller's ability to operate the pump at the set speed. The root cause of the reported event appears to be a user error in which both system controller power cables were disconnected from external power. The heartmate ii instructions for use (IFU) and heartmate ii patient handbook explain the various ways to power the heartmate ii lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. No further information was provided. The manufacturer is closing this event.